Manufacturer narrative:
A device history record review of lot 17328648 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the saber 4mm 4cm 155 balloon ruptured at 4 atm. It was unknown how the procedure completed. There was no reported patient injury. A saber balloon was inflated in the superficial femoral artery. The lesion was mildly calcified and not tortuous. The rate of stenosis was unknown. The product was clinically used and will be returned for analysis. Additional information was received and the device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; the maximum inflation pressure; balloon maintaining pressure during inflation; and procedural cd available for review.